Event description:
Two falsely elevated troponin I results were obtained on patients' samples. The results were reported to the physician who questioned the results. The samples were repeated and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was contaminated r1 and r2 drains. The customer corrected the malfunction.the instrument is performing within specifications.no further evaluation of the device is required.